Event description:
On (B)(6), 2008, the pt underwent treatment with gore excluder aaa endoprostheses. In (B)(6) 2010, there was a leak treated with onyx glue. After multiple attempts, no additional information has been provided.